Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no pacing when screwed into the header of new implantable pulse generator (ipg) and unstable thresholds. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.